Event description:
The initial attorney report alleged pain, infection, defective mesh and explant after the implant of a composix kugel mesh which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint, however, medical records were received and a review of these records identified the device as a kugel patch and not a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2001 - the pt underwent left inguinal herniorraphy. On (B)(6) 2007 - the pt was hospitalized for left lower quadrant pain for three days. CT scan showed abscess collection, incision and drainage of abdominal wall abscess performed. On (B)(6) 2007 - the pt underwent exploratory laparotomy, lysis of adhesions, excision of infected mesh, sigmoid resection and reanastomosis. On (B)(6) 2007 - office visit, doing well following resection, good granulation tissue at base of infection site.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed adhesions which is listed as a possible adverse reaction in the product's instructions for use. The pt reportedly developed an abscess six years post implant and had an incision and drainage, and excised the mesh. Although the medical record do not indicate the mesh is the source of the infection, the product's instructions for use state, "if any infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample has been returned for evaluation. A review of the manufacturing records and sterilization records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on info provided, no conclusion can be drawn.